Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that tubing was unable to be flushed through y-site. Received from the customer is one partial primary set model 2420-0007 lot unknown. The customer did not send in the drip chamber component with the set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Other than the missing drip chamber, no anomalies were observed with the received set during visual inspection. Functional testing was performed by clamping the tubing above the proximal smartsite and attaching a lab syringe filled with blue dye to each smartsite port to flush fluid through. Fluid flowed through each smartsite port with no occlusions or difficulties. Further functional testing could not be performed due to the set¿s missing drip chamber component. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. Root cause analysis: the customer¿s report that the tubing was unable to be flushed through y-site was not confirmed. The root cause of the customer¿s report could not be identified because fluid was successfully pushed through each smartsite port on the received set with no occlusions occurring. Investigation conclusion: the customer¿s report that the tubing was unable to be flushed through y-site was not confirmed. Functional testing of flushing fluid through each smartsite port was successful and found no occlusions with the received set. Visual inspection also found no anomalies throughout the set. The set¿s drip chamber component was not received with the set.

Event description:
It was reported that as lvp 20d 3ss cv tubing was blocked. The following information was provided by the initial reporter: material: unknown batch: unknown. It was reported that tubing was unable to be flushed through y-site. Incident #2: fluids infusing properly via pump through tubing. Normal saline syringe attached to y site near patient prior to administering medication. Ns syringe was pushed and was unable to flow through y site. Tubing was detached from patient and more attempts were made to flush fluid through y site. Still unable to flush any fluids through y site. Able to flush patient's line without difficulty at cap of PICC. Tubing removed and given to clinical leader.